Event description:
It was reported that during testing, the device was not working correctly. No harm or delay were reported. During product evaluation, it was found that the device had inconsistent speed. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. No adverse event is associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were not checked due to the motor being too erratic, the control bar was in the correct position, and calibration was out at the 0 reading. The motor, eccentric shaft, plug harness, switch, bearings, spring seal and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.